Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude at 2.9 milli volts. No undersensing observed. In addition, the patient with this rv lead experienced sepsis. As of this time, this rv remains in service. No additional adverse patient effects were reported.